Event description:
Litigation allleges that the patient underwent a surgical procedure and was implanted with pinnacle in the right hip.**update** (B)(4) 2012- patient fact sheet received. Part/lot was provided. The unknown hip has been reported as a metal liner, and the femoral head has been added. **update: (B)(4) 2013 - sales rep reports that the patient was revised because of vertical cup.

Manufacturer narrative:
The investigation has been reopened due to receiving information for the acetabular cup. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code b34hh1. A search of the complaint database search finds additional reported incidents against both lot codes 2458357 and 2462876 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear, metallosis and elevated metal ions.